Event description:
It was reported that during the implant procedure, the lead exhibited varying numbers with r-wave sensing. The numbers were different depending on whether they were measuring through the analyzer, the device, or on paper. The lead was repositioned multiple times, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.